Event description:
It was reported that the patient experienced itching and pain at the insertion site while using the accu-chek rapid-d headsets resulting in an abscess formation that began to develop a few days later. The customer went to the healthcare professional, who admitted the patient to the emergency. In the hospital the abscess was surgically removed, and the customer was able to return from hospital on her own. The duration of her stay in hospital was not provided, and further hospital details are unknown. The customer reported she had been using a cannula for 5 days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.